Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarmed failed battery test for the second time. The customer stated that she has already received a battery cap replacement but was still using the old cap. The customer stated that the contacts on the battery cap are corroded. The customer changed the battery cap and had to reprogram the time and date. Blood glucose value is unknown. Customer was advised to monitor the insulin pump.